Manufacturer narrative:
Visual inspection completed. One opened bl5623 pouch from lot v0232 was returned. The pouch contained one 23ga vitrectomy cutter. The tip protector was in place, as it should be. The needle does not appear to be bent. The port window was in the opened position. There was debris visible on the outer needle shaft around the port opening. There was dried solution and some fluid visible in the tubing. The back cap was off center of the vent hole in the side of the cutter body by approximately 5 degrees. Results of functional tests are pending. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00228.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut at 5000 cpm upon initial activation. The cutting rate was reduced to 1000 cpm and the cutter started to work. The cutter was increased to 5000 cpm and the surgery was finished with no further incident or impact to the patient.